Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the top case was dented and cracked by the left and right bottom corners. Bottom case is in excellent condition and no visible contamination. The pump event history showed an invalid syringe size error in history. The evaluation was performed, and the reported issue was not duplicated, during syringe test and calibrate syringe size. A broken size pot tab and cracked / broken barrel clamp guide as a result of the user damage and impact to the device. The root cause of the reported issue was due to use error. The technician replaced the barrel clamp guide and size pot. Performed calibration on the pump and which passed.

Event description:
It was reported that syringe barrel diameter is not work was observed. No patient injury was reported.